Manufacturer narrative:
Device received with scratches on the lcd window cover and a constant blank flashing white light on the display due to cracked glass and vertical cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The blood glucose level was unknown. The product will return for the analysis.